Event description:
It was reported that the patient was having long recharging sessions with only 2 coupling bars. The manufacturing representative used the antenna locate feature, which displayed "really high numbers", but only 2 coupling bars. It was noted that the stimulation was fine. It was further noted that the clinician programmer was able to couple with the patient programmer and it was "working as intended." The implantable neurostimulator (ins) pocket was "normal, parallel to the skin and easy to palpate." It was noted that the "extensions felt as if they were going out the wrong way, indicating a flip." It further noted that the ins flip was confirmed and surgical intervention was going to be scheduled to correct it. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-65, lot#, serial# (B)(4), implanted: (B)(6) 2012, explanted:, product type: lead. Product ID 37754, lot#, serial# (B)(4), implanted:, explanted:, product type: recharger. (B)(4).